Event description:
The manufacturer received information alleging a ventilator was alarming for a low internal battery condition. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. An open condition was found within the device's power cord. The device's power cord was replaced to address the issue.